Manufacturer narrative:
Additional information: b5, b6, b7, d10 and e1. B5: upon follow up, on an unknown date, the patient was discharged from the hospital and was recovered from the events. The patient was treated with ceftazidime injection (1gm, twice a day, intraperitoneal, discontinued) and cefazolin injection (1 gm, twice a day, intraperitoneal, discontinued) for peritonitis. The cause of peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, vomiting and abdominal pain. The cause of peritonitis was not reported. The patient was admitted to the hospital due to abdominal pain and vomiting. The patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.